Event description:
A customer reported to beckman coulter inc. (Bci) that datalink2000 data manager (dl2000) reported a false low direct bilirubin (dbil) result to the lab information system (lis). A patient sample was tested for dbil and a result of "<0.1 mg/dl" was reported to the lis. The result was released out of the lab. A physician had called to check the result as it did not match the previous result. It was discovered the actual dbil result generated by the instrument was 10.0 mg/dl. The result was amended. It is unk if patient treatment was initiated or withheld based upon the false low dbil result.

Manufacturer narrative:
Based on investigation, an incorrectly configured rule at the dl2000 was discovered: the rule stated "if dbil = 0.0, or dbil contains 0.0, then modify result to <0.1". The rule has been corrected at the dl2000. The incorrectly configured rule is the root cause for this event.